Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2016 the patient underwent a right total knee arthroplasty with simplex hv bone cement. It is further alleged that on (B)(6) 2017 the patient underwent revision surgery due to alleged loosening. No more information have been provided.